Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, and urina ry/bowel dysfunction. It was reported that they have read the little pamphlet a couple of times, but they were having the worst time trying to figure out what to do with the 2 pieces of equipment they got. Additional information was received from the patient. They reported that the symptoms were helped for the day of the last call, but now have returned. The caller noted that the bladder is being helped, but the bowels are just as bad as before. Helped the caller connect to the ins and increase therapy. Caller was able to feel stim at a comfortable level in the bicycle seat area and will monitor symptoms. Additional information was received from the patient. The patient called back and reiterated the previously reported information, that their bowels used to be fluid, they had no control and it would happen a couple times a day however now, the bowel symptoms were improved and starting in (B)(6) 2022, they had almost no control of their bladder symptoms. The patient stated they were using double pads and they were still saturated and that they counted that they urinated 17 times in one day. The patient stated they were supposed to meet yesterday (B)(6) 2022) with the manufacturer representative (rep) at their managing health care provider (hcp) for their "monthly reactivation" however the rep had to cancel. The patient had initially been having trouble working with their external equipment and connecting to their settings. The patient stated they were seeing a device not responding message and that everything was plugged in. The patient unplugged the communicator and entered into their my therapy application and the external pieces paired however the patient was having trouble connecting. The patient reiterated their fingers were numb from a real bad nerve problem and it was hard to get their arms that far back to place the communicator over the ins site. The patient gasped in pain a few times during the call. The patient had a difficult time connecting to the ins at first and kept seeing "device not responding" because they weren't sure where the ins was. The patient stated they thought the ins had moved from where it had been before because they used to be able to feel the "box/square" under the skin but now they barely felt it. The patient denied having had any traumas or falls. The patient then thought they felt the ins and was able to connect to see their settings. The patient stated that they had pressed hard to connect and that it had hurt and the ins site was a little sore/the patient had pain there. The patient could not tell if the ins site felt warm to the touch. The patient stated they could not feel the stimulation sensation either. The patient then increased the stimulation to where they felt the stimulation comfortably in the bike-seat region. The patient then stated they now felt a definite lump under the skin and asked if the ins could have come forward since they tried to connect. Patient services directed the patient to follow up with the hcp about their soreness/pain and symptom concerns. The patient was going to call the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the bladder and bowel are uncontrollable and terrible. They had changed programs and increased and they still go 10-14 times per day and change clothes multiple times. The bowel issues come on with no control. Helped caller change programs. Caller also needs to know how to use MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.